Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician was informed of this event by the hospital's biomedical technician while in the facility for other service. The biomedical technician reported the diagnostic code displayed by the ventilator indicated a flow sensor failure. The biomedical technician reported he performed a checkout of the ventilator and found the expiratory filter full of water. The biomedical technician reported he replaced the filter. The biomedical technician reported he performed extended self testing (est) which passed. After turning the ventilator for 2 hours, the biomedical technician checked the heater temperature, ran est and then put the ventilator back in service. The respironics service technician informed the biomedical technician that the water found in the expiratory filter can contribute to a flow sensor failure.